Event description:
It was reported that their insulin pump had battery issue. The customer¿s blood glucose level was unknown. The customer stated they had changed batteries numerous over the past few days. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020 (B)(4). S/w 2.6d the insulin ump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The device received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance on electrical board a1. After disconnecting and reconnecting the internal battery connector on electrical board a 1 and the insulin pump was monitored and functioned properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.